Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records are reviewed and released according to release procedure, a device is not released if it does not meet requirements or is nonconforming. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
There was no documentation in the medical record that indicated a source for the peritonitis. Medical records do not state the patient contacted peritonitis during dialysis treatment. No malfunction was reported. There was no documentation in the medical record that states a causal relationship between the liberty cycler and the patient¿s peritonitis. A follow up will be submitted upon completion of the plant's investigation.

Event description:
Review of medical records found the following: the patient was admitted into the hospital on (B)(6) 2015 with citrobacter peritonitis. The patient was diagnosed the week before and failed oral cipro therapy and was admitted. Patient was started on intraperitoneal ceftazidime. Patient improved and was discharged (B)(6) 2015. The medical records reveal the patient was diagnosed with strep veridans peritonitis in (B)(6) 2015 and this is different than the current bacteria for peritonitis. Medical records reveal the patient does not have good vision and does her peritoneal dialysis at home by herself. Patient's son was educated on peritoneal dialysis administration.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Additional medical records have been requested. Follow up will be submitted if additional information is received from the medical records and after the plant's investigation.

Event description:
During review of the patient's medical records, it was revealed the patient was diagnosed with peritonitis in (B)(6) of 2015. No additional information available.

Manufacturer narrative:
Corrected data: all references to a strep veridans peritonitis for (B)(6) 2016 was reported in MFR# 2937457-2016-00220 and is not part of this submission except as part of the patient's relevant medical history.